Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient was brought to the or for pain and instability. Patient was originally done by another surgeon at a different hospital. Patient saw physician for pain and instability. He was scheduled for revision. The physician upsized the poly from 9mm to 13mm. Operation was completed successfully.